Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke at the last electrode and the piece remains in the patient. During an electrophysiology (ep) study and ablation procedure, an intellanav oi was selected for use. While in the right atrium, the catheter broke at the last electrode, the proximal electrode. The physician was having to use the catheter in severe torsion and it broke the catheter. The fragment remained inside the patient. They pulled another catheter of the same type and completed the procedure. There were no patient complications and the patient was entirely fine. They completed the procedure without incident.

Manufacturer narrative:
(B)(4). Bsc ID # (B)(4).

Event description:
It was further reported and clarified that no detachment of the device occurred and no fragment of the device remained in the patient. The catheter was pulled out and replaced with another to complete the procedure. The patient was fine and only had the expected post-operative follow-up appointment.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was a kink located approximately 1.5cm from the distal tip just proximal to ring 3. There was a protrusion of the insulation at the inner curve of the kink however the insulation had not been breached. Ring 3 seal was compromised; there was dried body fluid in the crack in the seal and on the electrode. Ring 3 was slightly flattened. There were no pieces missing from the device. There was dried saline on the tip and down the shaft. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template; both right and left curve tests failed. Both had an irregular shape due to the kink. X-rays showed a bent center support. X-rays also showed that the protrusion in the insulation located in the inner curve of the kink is insulation material only. There was no evidence of guide coil collapse. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. Bsc ID # (B)(4).

Event description:
It was further reported and clarified that no detachment of the device occurred and no fragment of the device remained in the patient. The catheter was pulled out and replaced with another to complete the procedure. The patient was fine and only had the expected post-operative follow-up appointment.